Manufacturer narrative:
B3: event date is date valid.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that their implant has been totally dead since yesterday. Caller stated they were able to charge for a little while yesterday morning, but now it won't connect to the implant. Caller added that they didn't even charge last week. Caller noted that they have been dealing with this for way too long to have a machine implanted in their back that is doing nothing for them and they are recovering from a surgery for a thing that does not work. Caller stated this thing has been nothing but trouble since it was put in and they are getting frustrated. Caller stated they have reset the recharger, reset the phone, repositioned the recharger, and read the manual but nothing works. Caller was attempting to recharge on the call and said the screen indicated to find the highest number but no numbers were showing up. Agent walked caller through repositioning the recharger and reviewed best practices. Caller then stated the screen showed excellent recharging but no numbers. Agent reviewed recharging information. Caller then disconnected the call. Ag ent called back and caller confirmed they were still recharging with good quality and noted it's hard to get the recharger in the sweet spot because of how low the implant is located since they don't want to sit on the recharger. Caller stated "this thing is problematic" and noted the implant battery level went from 50% yesterday morning to 0% by the evening when it's supposed to last for days. Caller mentioned they already called mdt rep who is going to call them back later. Agent reviewed the recharging appeared to be working as intended and advised caller to monitor to the issue.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H6 codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). Rep reports the patient's programming was on a high frequency program that caused the battery to deplete faster. Rep reports changing programming and adding a cycling feature to gain a little bit of longevity in between charges. Rep reports this resolved the issue. Rep confirmed this information with the patient's physician.